Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right wound infection. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 48-year-old hispanic female patient underwent primary breast augmentation with a 475cc mentor memorygel breast implant and experienced wound infection on her right side postoperatively. The patient underwent bilateral explantation and replacement with catalog number 3504751bc; serial number (B)(4) on the left side, and with catalog number 3504751bc; serial number (B)(4) on the right side on (B)(6) 2022.

Manufacturer narrative:
After clinical/secondary review of this file performed on september 20, 2022, it was decided to add clinical code "pocket erosion", to more accurately capture the reported event as it was inadvertently missed under previous initial submission. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 21, 2022, mentor became aware that surgical intervention was performed on (B)(6) 2022 for implant pocket washout and closure of incision and patient underwent bilateral explantation and replacement with catalog number 3504751bc; serial number (B)(6) on the left side, and with catalog number 3504751bc; serial number (B)(6), on the right side on (B)(6) 2022. Field d6b has been updated to (B)(6) 2022 on this form. Manufacturer¿s reference number: (B)(4).